Manufacturer narrative:
"Infusion site cellulitis" was initially reported, with no further information at that time. This information does not meet the definition of patient death, serious injury, or a reportable product malfunction. The hazardous scenario has been updated; an initial report was sent in error as the hazard used was clasifying this as a product malfunction. Additional information was received 11-07-2019 stating " concomitant medication /therapy started." This file would then have been reported as a serious injury due the required medical intervention to preclude impairment. Incident inadvertently reported initially and was only a serious injury reportable incident on (b(6) 2019.

Manufacturer narrative:
Additional information was received indicating the date of the event was (B)(6) 2019 and (B)(6) 2019. Per reporter concomitant medication and therapy was started to address the reported issue.

Event description:
Information was received indicating that during use of this smiths medical cadd cleo infusion sets, the patient experienced "infusion site cellulitis". No additional adverse effects were reported.